Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30523431m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a (B)(6) female (52kg) underwent an atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered an atrioventricular (av) heart block requiring a pacemaker implantation. Sinoatrial (sa) block was confirmed during ablation to the right atrial septum. Sa block confirmed during ablation to right atrial core. Av is connected during left atrial (la) ectopic rhythm, but sa block occurred occasionally during sinus rhythm. As the right atrium (ra) was quite low voltage in the 3rd session of (afib), the pacemaker placement was performed. The procedure was completed successfully. The physician commented that there were no abnormalities in the product. A comment was made: ¿my ra was quite low voltage, so I was careful, but it was a little overdone.¿ this adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. This procedure was the third ablation for (afib), and since ra was quite low voltage, ablation was performed carefully, but it was considered that the ablation was a little too much. Patient outcome was reported as improved with a pacemaker being implanted. There was no report that extended hospitalization was required.